Event description:
The customer reported being admitted in the intensive care unit and found that her insulin pump alarmed low battery. Reviewed the alarm history and noticed several low reservoir alarms. Attempted to contact the customer to obtain more details on her hospitalization, but the mail box was not able to receive more messages at this time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.